Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead, exhibited a high out of range pacing impedance measurement. Additionally, during an in-clinic follow up, loss of capture (loc) was observed while performing a sensing test to identify an underlying rhythm. It was reported that the loc resulted in 5 to 10 seconds of asystole. The patient was noted to be pacemaker dependent. No further loc was observed after the sensing test was complete. It was also noted that the patient experienced an episode of loc the previous day while being rotated in bed resulting in 3 to 5 seconds of asystole. Subsequently, this product was part of a system revision due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.